Event description:
The surgeon had placed a howmedica gamma nail in the patient's right femur because of a fracture. From the surgeon's operative notes:"during placement of the proximal interlocking screw, the drill bit broke as it passed through the rod. It was left in place as retrieval would cause undo dissection."